Event description:
Reference number (B)(4). Event occurred in denmark. It was reported that patient went to emergency room on (B)(6) 2024 due to high blood glucose levels. Highest blood glucose levels noticed were 40 mmol/l during the event, also there were presence of ketones. Patient took bolus via pump and multi- daily- injections to resolve the issue. Patient was given insulin and saltwater as hospitalization treatment. Patient was discharged from the hospital on the same day at around 10 pm. No further information available.